Event description:
A customer contacted beckman coulter inc. (Bec) stating that approximately 2ml of clear fluid was noticed under the bath cover of their coulter act diff analyzer which leaked onto the counter when running an animal (cat) sample using the veterinary software option. The customer stated there was no affect to results. The customer was wearing personal protective equipment (ppe) at the time of the event. No injury or exposure was reported.

Manufacturer narrative:
Startup and controls were within range prior to the reported event. The customer stated that cat samples are prone to clots which may have caused one of the baths to overflow. Bec customer technical specialist (cts) assisted the customer over the phone with priming and clearing the apertures, running a rinse/mix function, sweep flow and priming the system again. The customer then ran startup which passed. The customer reran the cat sample and results correlated to the initial run. The bath overflow has not recurred. A clear cause for this event is unknown however following cts troubleshooting, the issue was resolved. (B)(4).